Event description:
It was reported that the handpiece began overheating during a podiatric procedure. There was no pt or user injury or delay reported, and the case was completed successfully with the same device.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was a broken bearing becoming lodged in the head assembly. The bearings and subassembly were each replaced along with other components.